Event description:
Reportedly, during pt use, when the unit was plugged to an ac power source, there was a "backup battery failure" alarm. The pt was manually ventilated before being switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, pt info was not provided.